Event description:
A pt service rep (psr) contacted zoll customer support while assisting a (B)(6) female pt to report that the pt's monitor made a loud beep and displayed service code 107. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) is currently underway. The reported problem (service code 107) is under investigation. A root cause analysis is currently underway. A supplemental report will be sent upon completion of the root cause analysis. No adverse event resulted from service code 107. The pt rec'd a replacement monitor.